Event description:
A cv232 sre iol was implanted in 2003 in a pt's right eye. At post-op visit 9 days later, lens reported as subluxated, possible tear in posterior capsule and increased iop. Retinal surgeon explanted and replaced device with anterior chamber iol 2 weeks later. Cornea reported as clear with mild edema 1 day post-op. Pt has persistent cystoid macular edema and increased iop. Current medications are pred forte, ocuflox, voltaren, rescula, cosopt/alphagan-p. Visual acuity reported as 20/80 od. No further info is available at this time.